Manufacturer narrative:
The insulin pump passed the operating currents measurement and displacement test. No unexpected failed battery test alarm noted. No button error alarm noted. No moisture damage was found inside the insulin pump. The insulin pump had deep scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 397 mg/dl. The customer doesn't want to removed the battery at this time. The customer stated that the battery compartment or spring are not damaged. The customer stated that the whole pump got wet and there is deep scratch in the screen. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is deep scratches on lcd screen. The customer stated that the device is functioning as designed but unable to see clearing through them. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.